Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels for the past two months. The customer feels that the insulin pump is no longer delivering the basal rates. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.